Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had ongoing issues of inflammation and discomfort since the device replacement. It is thought that the patient may be having an allergic reaction to the device/leads materials. In addition, the patient has purulent drainage from the pocket indicative of a pocket infection. The device and leads were explanted and will possibly be replaced at a later date after allergy testing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.